Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on their insulin pump. The customer's blood glucose at the time was unknown. It is reported that the customer gave themselves too much insulin, and ended up at the hospital for low blood glucose. The customer's blood glucose level at the time of hospitalization was 135mg/dl. The customer states their blood glucose was 59mg/dl prior to the paramedics arriving. The customer is reported to be stable now. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.